Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow-up. Upon interrogation, the pacemaker exhibited oversensing and inappropriate mode switch. Although requested, no final patient outcome was provided. It was suggested that programming change be made. The patient would continue with regular follow-up.